Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that on (B)(6) 2013 a znn cmn nail 10mm x 34cm 125 l was implanted. On (B)(6) 2014 the pt fell down. The cm mail was broken. The pt underwent a revision surgery on (B)(6) 2014.